Manufacturer narrative:
As reported, the actual device will not return. Patient information was reported as unknown; therefore, section a of this report is blank. Multiple attempts have been made to obtain additional event details. To date, no further information has been provided. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactually inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the IFU warnings, · manipulate the zipwire hydrophilic guidewire slowly and carefully in the urinary system while confirming the behavior and location of the wire's tip under fluoroscopy. Excessive manipulation of the zipwire hydrophilic guidewire without fluoroscopic confirmation may result in perforation or trauma of the linings or associated tissues, channels, or ducts. If any resistance is felt or if the tip's behavior and/or location seem improper, stop manipulating the wire and/or catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the zipwire hydrophilic guidewire's tip, damage to the catheter, or damage to the urinary system. If necessary, remove the zipwire hydrophilic guidewire and ancillary device or scope as a complete unit to avoid complications at this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appeared that procedural and/or handling factors have contributed to the event as reported. Lake region medical reviewed the associated risk documentation relative to this product and confirmed that this incident is listed and that it is trending within the established occurrence threshold. Lake region's effectiveness of design verification activities brings the overall risk down to as far as possible. If any further relevant information is provided, a follow up medwatch report will be submitted. Note: although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected due to component code (g) showing up on the missing data report.

Event description:
Event description: procedure was pcnl. Wire broke inside patient's kidney. Rep was not present during time of event. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? According to information given, physician tried to remove broken piece of wire what is the next course of action? Replaced. Product patient present at time of event? Yes. Patient complications: renal/ kidney issues in the physician's opinion, did the device or procedure cause or contribute to the patient complication? Yes. Please describe the way in which the device or procedure caused or contributed to the patient complication? Wire broke inside kidney and physician needed to retrieve it. Medical or surgical interventions: yes. Patient admitted to hospital beyond the standard of care: unknown. Patient outcome: unknown. Information from distributor's report: was issue present upon opening package? No. Is future explant or revision scheduled? Unknown. Why is the device unavailable for return? Implanted.